Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The sgc is filed under a separate medwatch report number.

Event description:
This is filed to report the clip delivery system (cds) popping back hitting the lateral wall or roof of the left atrium, ruptured chord, pericardial effusion requiring intervention and death. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. One mitraclip was successfully implanted without issue, reducing the mr to a grade of 2-3. A clip delivery system (cds) was advanced to the mitral valve, but it was noted that imaging was difficult. It was hard to visualize the posterior mitral leaflet (pml) and grasping was unsuccessful. The clip was inverted and pulled out of the left ventricle (lv). Curves were removed using the m knob and the cds moved grossly due to a chord being stuck in the clip. The chord gave way and the device popped back hitting the lateral wall or roof of the left atrium. As a result, the physician lost access to the left atrium. While advancing the steerable guide catheter (sgc) back through the septum there was resistance and tenting noted. The stabilizer plate was pushed forward, which may have inadvertently advanced the sgc too far, hitting the lateral wall or left atrial appendage (laa). However, tissue damage could not be confirmed on echo and fluoro. At this point in the procedure, a pericardial effusion was noted and the patient¿s blood pressure dropped; therefore, the clip was removed from the patient. Cardiac tamponade was confirmed, and the physician began to treat the pericardial effusion by performing a pericardiocentesis and providing medication with some chest compressions. The physician was prepared to perform surgery to stop the bleeding within the pericardial sac, however, the family did not want the patient to undergo surgery and the patient died. The cause of death was due to the pericardial effusion. It was noted that the pericardial effusion could have been caused by the cds or sgc. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement could not be confirmed via returned device analysis. The reported chord caught in the clip, poor imaging, and inability to grasp the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported unintended movement could not be determined. The reported chord caught in the clip was related to pre-existing patient anatomy. A cause of the reported poor imaging could not be determined. The reported inability to grasp the leaflets appears to be due to difficult visualization. A cause of the reported tissue injury could not be determined. The reported pericardial effusion appears to be related to the unintended movement. The reported hypotension and cardiac tamponade were secondary effects of the reported pericardial effusion. The reported death was due to the pericardial effusion. The reported patient effects of tissue injury, pericardial effusion, hypotension, cardiac tamponade and death as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions (pericardiocentesis, chest compressions), medication required and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, the event was further reviewed by an abbott medical affairs team. The reviewer stated that ¿the cause of death was pericardial effusion. Death was not directly related to the device but the atrial injury was likely related to the device and triggered the cascade of events leading to death.

Event description:
N/a.